Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported.during the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in theventilator's downloaded error log. The device's blower motor was replaced to address the issue. During the evaluation, the inlet air path was damaged. The inlet air path needs replaced. The device was scrapped.